Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Sparks at the distal end can be attributed to wrong handling. It is likely that the damage to the product was caused by the "softcoag" mode being set too high and the resulting thermal load causing damage to the shaft insulation and damage to the combined jaw insert. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the jaws insert hicura, 5 x 250, flat tip sparked. The issue was found during an unknown therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.